Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 5x60 mm absolute pro is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5x40 mm absolute pro was flushed as normal before use. Difficulty was experienced removing the mandrel and after pulling on the device the stent prematurely deployed. The stent delivery system was not used on the patient. The 5x60 mm absolute pro was prepared as normal before use, without issue. It was reported that a small split in the shaft, confirmed not to be a separation, was noted prior to use of the device; however, the decision was made to use the device as the physician needed this length of stent for the lesion. The stent was successfully deployed in the patient and the stent delivery system was removed with no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the absolute pro 5.0 mm x 40 mm x 135 self expanding stent system (sess) was returned with blood on the handle, consistent with handling. There was no saline visible. The stent implant was returned deployed and fully expanded. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. There was no damage noted to the sess. The stylet was returned. There was no damage noted to the stylet. The handle lock was in the locked position. A laser micrometer was used to measure the outer diameter of the stylet which was 0.02150 in. During functional testing, the returned stylet was backloaded through the sess and removed with no resistance noted. The premature deployment appears to be related to the reported resistance encountered during removal of the tip mandrel. Although a conclusive cause for the reported resistance could not be determined, and was unable to be confirmed during functional testing of the returned unit, it may be possible that the technique used to remove the tip mandrel was not performed per the product instructions for use (IFU). The IFU provides the following instruction for removing the tip mandrel: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the lot history record did not reveal any nonconforming material records that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no incidents reported for this lot. There is no indication to suggest a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.